Manufacturer narrative:
The device was returned for analysis. The reported loose or intermittent connection was unable to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As the reported loose/intermittent connection was unable to be confirmed during return analysis, it is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect and/or the port of the device being connected was compromised resulting in the reported loose/intermittent connection; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation when attempting to connect and lock the co-pilot bleedback control valve side arm to lock pressure lines of the manifold, the physician was not able to tighten (lock) the threads. Therefore, the co-pilot was not used in the procedure. A second copilot with the same lot number was attempted however the same issue occurred. A third copilot was used successfully. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional copilot device referenced in b5 is filed under a separate medwatch report number.